Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduceable. The device was reprogrammed and rv lead revision is anticipated to be performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was explanted and replaced to resolve the event. The physician suspected the noise was due to insulation damage on the rv lead. However, no lead damage was observed visually or via x-ray imaging. The patient was in stable condition.